Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from the patient's familiy with no information. Information identified in the manufacture's database indicated the patient died approximately nine months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and met eighty percent of expected longevity. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.